Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient's programmer was displaying the "replace generator soon" message. Ipg logs confirmed that ipg battery was at 2.73v triggering the elective replacement message. Surgical intervention may be taken at a later date to address the issue.